Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd (person with diabetes) reported issues regarding a 'cassette empty' alert despite having (B)(4) units of insulin remaining. According to (B)(4) and customer experience, they noted a line blocked alarm was also received prior to the cassette empty. Pwd reported that they were able to resolve with current cassette and checked the infusion set for any kinks but did not notice any. They explained that the system perceived the cassette as empty and it was recommended to proceed with a cassette and infusion set change. The pwd had the newest version of the app and pump software. They recommended performing a cassette and infusion set change as the pump had sensed air and will require this to be performed. There was patient involvement and no patient harm/adverse event reported.